Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a troubleshooting, noisy signals were oversensed in the right ventricular (rv) channel. Pectoral myopotentials maneuvers were positive, as a result, the physician decided to adjust the sensitivity and to continue to monitor the patient via latitude monitor system. No reported asystole. At this time, this system remains in service. No adverse patient effects were reported. Additional information confirmed that on april 6th, provocative maneuvers were performed and pectoral myopotentials reproduced and marked as vt. The physician decided to extract the lead soon in another hospital. Boston scientific technical services boston scientific technical analyzed the data and conclude that there are tow sets of noise, one could be due to the rv to can vector for the hv egm and the other signal is very regular and cyclic in nature usually indicative of some sort of emi. On may 12th, the lead was explanted. No additional adverse patient effects were reported.